Event description:
Related manufacturer reference number: 2017865-2021-36249. The patient presented in-clinic for a generator exchange procedure on (B)(6) 2021. During the procedure, the physician noted insulation abrasion on both the right ventricular (rv) and right atrial (ra) leads. Due to the patient's age, the physician elected to keep the leads installed to avoid any unwanted complications. The patient was stable throughout the procedure.